Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not been completed. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is anios clean exel'd and no automated endoscopic reprocessor is used. The manual detergent is anios clean exel'd and the manual disinfectant is anioxyde. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using kit scope clean manual brushes. Their storage practice is a tray, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during routine testing, the cysto-nephro videoscope tested positive for 7 colony forming units (cfus) of staphylococcus epidermidis, 1 cfu of staphylococcus spp, and 1 cfu of staphylococcus hominis ssp hominis. A follow up test of the scope tested positive for 1 cfu of micrococcus luteus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few non-reportable defects were observed during the inspection of the device. However, these defects alone are not considered severe enough to cause a potential adverse event. The non-reportable issues noted during the inspection were a scratch on switch box unit, white dots on the charge-coupled device (ccd) unit, and a cracked (m-case v) connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. Olympus sent the subject device for two third-party culture tests. The first culture test detected 5 colony forming units (cfus) of gram-positive bacteria and coagulase-negative staphylococci. However, after reprocessing in accordance with instructions for use (IFU) before repair, the results of the second third-party culture test conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who contact them.". Olympus will continue to monitor field performance for this device.